Manufacturer narrative:
(B)(4). Date sent: 05/14/2021. D4: batch # u5ef0u. H6: component code = others (g07). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage, and with no reload loaded on the device. In addition, a sr75 reload was received fully fired. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Reload - sr75, lot # u40e2v: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device: the lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that in the procedure of gastrectomy, the error of ntlc was occurred. When the surgeon used the device to transect jejunum, the staple was not closed except for just 1 staple, and the leakage was occurred. There were no patient consequences.